Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. Patient (B)(6) index procedure was performed on (B)(6) 2019. Four months post-opearation, it was identified that the lower extender screw had migrated (due to screw misplacement). On (B)(6) 2020, corrective surgery was performed. On 09-jun-2023 apifix was notified that patient (B)(6) will have her implant removed, proposedly on (B)(6) 2023, pending health canada's approval. According to the surgeon, ":the patient has been feeling some "clunks" with certain movements and has some intermittent pain around her spine. We are removing the apifix as it has been in place for greater than 3 years with correction to less than 25 degrees and skeletal maturity. These are indicators that it may be safe to remove the device now that its job is done with scoliosis correction." Risk assessment: the company's vigilance activities demonstrate that mid-c system mechanical noise is usually secondary to a malfunction of the device ratchet, breakage or components come loosen and rarely as a standalone complaint. In this event, noise (clunking) would occurr with certain movements, with intermittent pain around the spine.  Surgeon's plan is to remove the device "...as it has been in place for greater than 3 years with correction to less than 25 degrees and skeletal maturity.'  Per the surgeon, 'these are indicators that it may be safe to remove the device now that its job is done with the scoliosis correction. The risk of pain is a known risk. Pain associated with scoliosis is well described in the literature regardless of having corrective surgery. Pain can also be a transient complaint associated with the surgical procedure or be secondary to device failure, infection/inflammation, curve progression, screw pull-out, loosening, migration, protrusion, and prominence. The event of pain is addressed in the IFU (dms-4472 rev g) as a warning and as potential risks associated with the mid-c system and spinal surgery generally. This risk has been assessed and found to be acceptable. This event involves a removal surgery. Apifix believes that subjecting a patient to another round of anesthesia and additional surgery carries inherent risks, and in an abundance of caution, apifix is reporting this as an adverse event.

Event description:
On 09-jun-2023 apifix was notified that patient (B)(6) will have her implant removed, proposedly on (B)(6) 2023, pending health canada's approval. According to the surgeon. "The patient has been feeling some "clunks" with certain movements and has some intermittent pain around her spine. We are removing the apifix as it has been in place for greater than 3 years with correction to less than 25 degrees and skeletal maturity. These are indicators that it may be safe to remove the device now that its job is done with scoliosis correction."